Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the failure to deploy the loop and two other devices could not be placed could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Related patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on four different occasions a single use ligating device malfunctioned. Two devices could not deploy the loop and two other devices could not be placed to the doctor's satisfaction. There were no reports of patient harm.